Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: the reported proximal endoleak could not be identified, although aneurysmal disease progression and a possible type ii endoleak might have been contributing factors. The investigation did not identify a device issue. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).

Event description:
It was reported that approximately 21 months post-implant of a bifurcated device and an suprarenal aortic extension, a routine computed tomography scan revealed a proximal endoleak. Reportedly, the physician elected to bring the patient back within a month of the finding to treat the endoleak. A month later, the patient was brought back, and a suprarenal aortic extension was implanted. The physician post-dilated the aortic extension, in an attempt to further oppose the stent graft to the aortic walls, however, this did not resolve the endoleak. The patient has a short aortic neck (approximately 11mm), and angulated. The patient is being monitored.

Event description:
It was reported that approximately 20 months post-implant of a bifurcated device and an suprarenal aortic extension, a routine computed tomography scan revealed a proximal endoleak. Reportedly, the physician elected to bring the patient back within a month of the finding to treat the endoleak. The physician is monitoring the patient.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device retained at user facility.